Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the damaged power cord free of charge as the original cord had a slight tear in it. This issue did not cause patient harm or hinder the device's performance. The iabp was cleared for clinical use and returned to the customer.

Event description:
A getinge field service engineer (fse) reported that while performing a preventive maintenance he found the power cord on the intra-aortic balloon pump (iabp) was damaged.